Manufacturer narrative:
(B)(4)

Event description:
The left disc of the 25 mm amplatzer cribriform occluder (aco) deformed balloon-shaped upon deployment. The aco was removed, washed, and reshaped by hand, and returned to its normal configuration. During a deployment attempt with the aco not in the patient, the deformation persisted. A new 25 mm aco was implanted successfully. Per report, the procedure was extended. The patient was reported to be in stable condition.

Manufacturer narrative:
The results of this investigation confirmed the 25 mm amplatzer cribriform occluder (aco) met all functional specifications when analyzed at abbott. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the deformity seen during the procedure remains unknown.